Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, a rigid implant was observed upon opening the box. The implant broke cleanly at the haptic during handling. The backup lens was used to complete the procedure. There was no patient impact. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned tilted in the well area of the lens case. Viscoelastic was observed on both sides of the lens. One haptic was broken gusset area. The haptic was adhered to the posterior optic surface with viscoelastic. The anterior optic edge was scraped near the optic/haptic junction of the damage haptic. A small scratch was also observed which was similar to damage caused by an instrument used to grasp the lens (forceps). A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Associated products were not provided. It is unknown if qualified products were used. The root cause for the broken haptic cannot be determined. The broken haptic was returned adhered to the posterior optic surface with viscoelastic. The anterior optic edge was scraped on the side with the broken haptic. The haptic position under the optic and the scrape edge may indicate a folding issue when the lens was loaded or advanced. The haptic position may indicate a plunger underride occurred. It is unknown if qualified associated products were used. The IFU (instruction for use) instructs: company foldable iols (intraocular lens) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact the company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).